Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a starclose se device. Reportedly, during thumb advancer deployment/exchange sheath splitting, the exchange sheath stopped splitting three millimeters from the distal-end of the exchange sheath. It was not specified how hemostasis was achieved. The physician/operator is not known; therefore, it is not known if the operator was trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed as analysis of the device detected flex-guide shaft carving and damage to the leaves of the garage tube, which would have limited the deployment capabilities of the thumb advancer. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.